Event description:
After the implant procedure was completed, the patient developed a hematoma at the neck incision site. Physician brought the patient back into the or, drained the hematoma, and closed the incision. Patient presented back to the emergency department a week later with a recurrent neck hematoma and reported difficulty speaking. Physician drained the hematoma, admitted the patient overnight for observation, and prescribed antibiotics.